Event description:
A #3 embolectomy catheter broke as it was being pulled from operative site. Another embolectomy catheter was used to remove the wire from the first catheter. The pt tolerated the procedure without further complication.